Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as: 2134265-2013-04841. It was reported that during a coronary stenting treatment procedure, a stent damage occurred. Vascular access was obtained via right radial artery. The 85% stenosed target lesion was a de novo lesion located in the moderately calcified and non-tortuous right coronary artery (rca), with a diameter of 3.0mm. After predilation using an unspecified balloon catheter, a 2.5mm x 32mm and 2.5mm x 38mm unspecified stents were implanted in the distal rca to the posterolateral branch and a 3mm x 38mm promus element long stent was implanted in the proximal rca. An attempt was made to deploy the 2.75mm x 38mm promus element long stent in the mid rca however, the stent was "trapped" in the previously implanted 3mm x 38mm promus element long stent. As the device was pulled back into the guide catheter, the stent was found to have "converted into a strand of wire." Both of the stents along with the guide catheter and the guide wire was pulled out and the procedure was then completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
Same case as: 2134265-2013-04841. It was reported that during a coronary stenting treatment procedure, a stent damage occurred. Vascular access was obtained via right radial artery. The 85% stenosed target lesion was a de novo lesion located in the moderately calcified and non-tortuous right coronary artery (rca), with a diameter of 3.0mm. After predilation using an unspecified balloon catheter, a 2.5mm x 32mm and 2.5mm x 38mm unspecified stents were implanted in the distal rca to the posterolateral branch and a 3mm x 38mm promus element long stent was implanted in the proximal rca. An attempt was made to deploy the 2.75mm x 38mm promus element long stent in the mid rca however, the stent was "trapped" in the previously implanted 3mm x 38mm promus element long stent. As the device was pulled back into the guide catheter, the stent was found to have "converted into a strand of wire". Both of the stents along with the guide catheter and the guide wire was pulled out and the procedure was then completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the device was returned without stent. The balloon was partially inflated with traces of contrast media inside the balloon. The hypotube was kinked at various locations. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).